Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Customer reports that the stapler jammed. Was able to depress black lever once and then it stopped firing/working. When attempt was made to open the device the reload would not open. Reload cut out and distal end of the rectal transection sutured resulting in the loss of tissue approximately 1cm. No bleeding more than 500 cc. Surgical delay was 20 minutes. Nothing fell in the surgical cavity. No reinforcement material used. Patient is stable/recovering.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device and reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device performed concurrently with engineering. No visual abnormalities were observed with the instrument. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. Note, the I-beam was manually retracted before the first photo was taken. Attached photos show the I-beam resting at the 4 cm cut line. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided further evidence that the reload was not engaged properly during loading. Functionally, the instrument was loaded with a pmv representative tri-staple reload. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. During functional testing, the reload was loaded into a pmv instrument after manually opening the jaws. The reload jaws clamped and unclamped repeatedly without difficulty. The interlock was overridden and the reload was cycled without hesitation or binding. The jaws opened after the instrument return knobs were retracted. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned devices as received by medtronic were found to not meet medtronic quality release specifications. Due to the clamped down reload, the reported condition of instrument locked on tissue was confirmed. Due to the damaged knife blade, a secondary condition of firing through an obstruction was determined. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a reload with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples.